Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient reported the loss of 2 v-go 30's due to the adhesive pad not staying attached to her body. Patient was trained on v-go use via video on (B)(6) 2020 at 3:00 pm. On (B)(6) 2020 patient removed and replaced her v-go at 3:00 pm. Patient reports that she used proper fill-wear-and go procedure and applied the v-go to the back of her arm. Patient reports that at 8:00 pm (after 5 hours of use) the v-go became detached from the back of her arm and she waited until 8:00 am on (B)(6) 2020 to administer her new v-go. Patient states she properly prepared an area on her abdomen and applied her v-go but it would not stick. In both events the patient reports proper use of v-go and no interference with clothing or increased movement.